Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the external pulse generator (epg) would turn off spontaneously; the epg passed all incoming testing, and it was noted that the device battery was depleted. The battery was replaced, and the epg passed all tests with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would turn off spontaneously. The epg has been returned for repair. No patient complications have been reported as a result of this event.